Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m-62 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported by the patient that after going through airport security, the patient has been feeling tired and the device has been "beeping every morning around 9:00am." The patient had contacted the physician and sent a remote monitoring transmission, however when the physician's office was contacted, no further information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.